Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula due to which the blood glucose level raised. The patient tried to self-treat it with a correction bolus. Further, the patient went to the emergency room, with blood glucose level of 700 mg/dl approximately, stayed there for three hours and received saline and fluids as corrective treatment. Reportedly, the patient left the emergency room with a blood glucose level of 666 mg/dl. The patient had high ketone level which the health care professional assessed as dangerous/life threatening. Subsequently. On (B)(6) 2019, the patient was admitted to the hospital for diabetic ketoacidosis, and was treated with insulin and potassium as corrective treatment which resolved the issue. The infusion had been in use for less than a day and the patient did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.